Event description:
The customer reported the ventilator went vent inop and alarmed while in use on a pt. The customer reported there was no pt harm. Vent inop, when in use, will stop providing ventilatory support to the pt. The respironics svc tech verified the reported problem due to a flow sensor failure. The svc tech replaced the exhalation flow sensor to correct the problem. Performance verification testing was completed on the ventilator and all tests passed per operating specs.

Manufacturer narrative:
Results: exhalation flow sensor.